Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set was cracked. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed, and it was observed that the tubing was cracked. During visual inspection it was also observed that the blister was open and that there was a failure in the sealing of the blister due to being sealed next to the tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue as there was a failure to place the equipment inside the cavity (inside the blister) prior to being sent to the individual packaging machine to seal the packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.